Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to power up via battery; the device powered up with ac. Complainant indicated that there was no patient involvement in the reported malfunction. Complainant indicated that during subsequent testing of the device, the reported malfunction was not duplicated.